Event description:
It was reported that the implantable loop recorder device had a lot of false positives recorded for at episodes. The device was reprogrammed so the af burden was turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.